Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as CAPA (B)(4) was opened to address this issue. The device is used for treatment purposes.

Event description:
It was reported that the customer answered "yes" to dimmed led segments where numbers were not clearly displayed on lcd. There was no reported patient impact.